Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 40-year-old female patient who had essure inserted for permanent contraceptive tubal implant. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 2 months after insertion of essure. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of fallopian tubes'), perforation ('perforation of other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in a 40-year-old female patient who had essure (batch no. 638494) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), pain ("physical pain"), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("stress"), was found to have a pregnancy with contraceptive device ("unintended pregnancy") and was found to have weight abnormal ("weight changes"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, device dislocation, pain, abdominal pain, pelvic pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight abnormal, alopecia, tooth loss, mood altered, anxiety, depression and stress had not resolved and the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pain, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight abnormal to be related to essure. The reporter commented: the plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-may-2021: lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of fallopian tubes'), perforation ('perforation of other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in a 40-year-old female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pain ("physical pain"), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("stress"), was found to have a pregnancy with contraceptive device ("unintended pregnancy") and was found to have weight abnormal ("weight changes"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, device dislocation, pain, abdominal pain, pelvic pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight abnormal, alopecia, tooth loss, mood altered, anxiety, depression and stress had not resolved and the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pain, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight abnormal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: new events: chronic abdominal, pelvic pain, back pain, excessive bleeding, unintended pregnancy, device ineffective, migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus, allergic reactions, auto-immune reactions, headaches, chronic fatigue, weight changes, hair loss, tooth loss, mood changes, anxiety, depression, physical pain, psychological stress added. Patient pregnant updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of fallopian tubes'), perforation ('perforation of other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in a 40-year-old female patient who had essure (batch no. 638494) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), pain ("physical pain"), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("stress"), was found to have a pregnancy with contraceptive device ("unintended pregnancy") and was found to have weight abnormal ("weight changes"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, device dislocation, pain, abdominal pain, pelvic pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight abnormal, alopecia, tooth loss, mood altered, anxiety, depression and stress had not resolved and the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pain, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight abnormal to be related to essure. The reporter commented: the plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Lot number: 638494 manufacture date: 2009-05 expiration date: 2012-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure inserted for permanent contraceptive tubal implant. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 2 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus"), fallopian tube perforation ("perforation of fallopian tubes"), perforation ("perforation of other organs") and device dislocation ("migration of the essure device to the abdominal or pelvic cavity") in a 40 year-old female patient who had essure inserted (lot no. 638494) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of bleeding menstrual heavy, environmental allergy, pelvic pain, pelvic pain, gravida, parity 3 and multi gravida. Previously administered products included: alesse. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2015. On unknown date she experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), pain ("physical pain"), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("stress"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure coils and laparoscopic bilateral salpingectomy and removal of essure coils). At the time of the report, the uterine perforation, fallopian tube perforation, perforation, device dislocation, pain, abdominal pain, pelvic pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and stress had not resolved. The outcome of pregnancy with contraceptive device was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pain, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Essure coils there were six coils left on the left and two coils left on the right side. The surgical history includes tonsillectomy and vaginoplasty. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2015: clinical history: pelvic pain. Query essure coils. Specimens: bilateral fallopian tubes and essure coils gross description: fragments of fallopian tube measuring 5.0 x 3.0 x 1.0 cm. Sectioning demonstrates unremarkable lumina. Two essure coils are also present. Diagnoses: bilateral fallopian tubes and essure coils, bilateral salpingectomy: completely transected fallopian tube segments essure coils for gross description only [ultrasound pelvis] on (B)(6) 2009: coronal 3d volume scan was done to assess the position of the essure coils. The proximal ends of both coils are situated at the uterotubal junctions with the distal ends in the adnexae. The shape of the coils is normal and no sonographic complications are seen; on (B)(6) 2015: anteverted midline non-gravid uterus measures 10.6 cm sagittally. The endometrial echo measures 12.4 mm. No fibroids or polyps are seen. Ovaries and adnexal structures are normal. No free fluid identified lot number: 638494 manufacture date: 2009-05 expiration date: 2012-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-apr-2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus"), fallopian tube perforation ("perforation of fallopian tubes"), perforation ("perforation of other organs") and device dislocation ("migration of the essure device to the abdominal or pelvic cavity") in a 40 year-old female patient who had essure inserted (lot no: 638494) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of bleeding menstrual heavy, environmental allergy, pelvic pain, pelvic pain, vaginal delivery, parity 3 and multi gravida. Previously administered products included: alesse. On (B)(6) 2009, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), pain ("physical pain"), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("stress") and was found to have weight abnormal ("weight changes").essure was removed on (B)(6) 2015 the patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure coils and essure removal). At the time of the report, the uterine perforation, fallopian tube perforation, perforation, device dislocation, pain, abdominal pain, pelvic pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight abnormal, alopecia, tooth loss, mood altered, anxiety, depression and stress had not resolved. The outcome of pregnancy with contraceptive device was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pain, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight abnormal to be related to essure administration. The reporter commented: the plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Essure coils there were six coils left on the left and two coils left on the right side the surgical history includes tonsillectomy and vaginoplasty. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2015: clinical history: pelvic pain. Query essure coils. Specimens: bilateral fallopian tubes and essure coils gross description: fragments of fallopian tube measuring 5.0 x 3.0 x 1.0 cm. Sectioning demonstrates unremarkable lumina. Two essure coils are also present. Diagnoses: bilateral fallopian tubes and essure coils, bilateral salpingectomy: completely transected fallopian tube segments essure coils for gross description only [ultrasound pelvis] on (B)(6) 2009: coronal 3d volume scan was done to assess the position of the essure coils. The proximal ends of both coils are situated at the uterotubal junctions with the distal ends in the adnexae. The shape of the coils is normal and no sonographic complications are seen; on (B)(6) 2015: anteverted midline non-gravid uterus measures 10.6 cm sagittally. The endometrial echo measures 12.4 mm. No fibroids or polyps are seen. Ovaries and adnexal structures are normal. No free fluid identified lot number: 638494, manufacture date: 2009-05, expiration date: 2012-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-apr-2024: reporter information, medical history, lab data, non-drug treatment added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.